Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-00810 / 00812).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a left total hip arthroplasty on unknown date. Subsequently, patient was revised on (B)(6) 2009 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Patient was further revised on an unknown date due to infection. All components were removed. It was further reported that the patient underwent five additional surgeries prior to a (B)(6) 2010 reimplantation procedure.